Manufacturer narrative:
(B)(4). This lot was manufactured (B)(6) 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The device was filled with 230ml of unspecified solution; after 60 hours of infusion, 80ml remained in the unit. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed no signs of physical abnormality. A functional flow rate test was performed and the flow rates were found to be within specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.